Event description:
The user facility reported that after a cycle, an operator opened the sterilizer door and was burned on the hand by steam that exited the chamber. The operator sought treatment at the user facility's health services department. The user facility refused to disclose additional information regarding the operator's injuries, any treatment administered, and current condition.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the user facility's maintenance department had shut off the water to the unit as they were previously cleaning the unit and did not turn the water back on following the cleaning activities. The purpose of the water is to create vacuum in the sterilizer chamber and cool the steam as it exhausts from the unit; steam is supplied to the sterilizer through a separate utility. The steris technician turned the water back on, verified proper operation of the unit and returned it to service. No further issues have been reported regarding the equipment. The operator manual states the following regarding the water supply valve, page 3-2: "water supply valve- this is located behind the front access door, below the chamber door. Refer to figure 3-2. Ensure this is in the open position before trying to operate the sterilizer." It was also identified that the operator who was burned was not wearing ppe. Page 4-4 of the operator manual contains the following warnings: (1) " warning- burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor. (2) " warning- burn hazard: sterilizer and shelves will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." The sterilizer is not under steris service contract and is maintained by the user facility's maintenance department. The user facility declined the account manager's offer of in-service training on the proper use, operation, and maintenance of the sterilizer.